Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lea exhibited noise over-sensing resulting in inappropriate automatic mode switch episodes. The atrial lead was capped and replaced. The patient was in stable condition.